Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.